Event description:
Affiliate reports that the valve was no longer programmable. Therefore the doctor decided to explant the valve and replace it with a new one. When the valve was explanted the doctor recognized that it was completely blocked.